Event description:
Per medwatch mw5106790: it was reported that cadd legacy pump, alarms no cassette attached. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.